Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), embedded device ("it was gently pulled from the uterine wall"), device expulsion ("expulsion of essure device/malposition of essure device location of device:uterus") and genital haemorrhage ("persistent bleeding") in a 43-year-old female patient who had essure (ess205) (batch no. 12269696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion" and device physical property issue "upon removal it was stretched into a straight wire and did not resume its previously coiled status". The patient's past medical history included multi gravida (total number of pregnancies: 3), parity 3 (total number of live births: 3 (date of births: (B)(6) 1989, (B)(6) 1992, (B)(6) 2005)), anhydramnios (2005) in 1992, heavy periods, dysmenorrhea, failed induction of labor, breast feeding, postpartum state, laparoscopy and endometriosis ablation (in approximately 1998). She is not current smoker. Previously administered products included for an unreported indication: aleve from 2006 to 2009, citalopram, codeine and azithromycin. Past adverse reactions to the above products included chest pain with azithromycin; vomiting with codeine; and weight increased with citalopram. Concurrent conditions included uterine cervix stenosis, depression, mood disorder, smoker (smoking counseling given) and postpartum depression (never resolved x 14 months since son born). Family history included graves' disease (aunt), hypothyroidism (aunt), heart disease, unspecified (father), hypertension (mother) and bladder cancer (father). Concomitant products included estradiol since 2009, ibuprofen (motrin) since 2006, naproxen sodium (aleve) from 2006 to 2009 and sumatriptan since 2006. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 5 months 14 days after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2007, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and neuralgia ("nerve pain"). The patient was treated with surgery (hysteroscopy and removal of the micro inserts,the left laparoscopically, the right trans cervically). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, bladder disorder, dyspareunia, urinary tract disorder, dysmenorrhoea, fatigue, headache, migraine, cystitis and neuralgia had resolved and the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, neuralgia and urinary tract disorder to be related to essure (ess205). The reporter commented: she did not claimed essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Condoms 2001 to 2005 birth control. Right microinsert with 3 coils, left with 7 coils. She did not had complications or problems that occurred at the time of her essure placement procedure. The left microinsert was properly positioned and the left tube was obstructed. The right microinsert was not located as expected and the right tube was patent. The proximal tubal tissue and cornual tissue were excised and removed from the abdomen. There was disruption of the endometrium and it was difficult to identify the ostium again. However, no metal fragments were identified and it was presumed that the entire micro insert had been removed. It is reported in medical records na oophorectomy and salpingectomy in 2009 due to ovarian cyst. Diagnostic results: (B)(6) 2006, hysterosalpingogram: impression: the left essure micro implant is in satisfactory location with tubal occlusion. (B)(6) 2006:hysterosalpingogram: unilateral occlusion (left tube occluded), perforation (fallopian tube) the right essure had fallen out of the fallopian tube and was sitting in her uterus. Her menses began in early january 2006. The uterus sounded to 8 cm anteriorly. (B)(6) 2009, surgical pathology report: gross description designated "uterus" is a specimen of cut-into uterus weighing 75 gm. It measures 6.5 x 6.5 x 1.5 cm. It is cut-into anteriorly and the fundal area. On complete bivalving, the uterine cavity (only partially identified anteriorly) is somewhat atrophic and the myometrium is 2.0 cm. On serial sectioning, the endomyometrium is unremarkable showing possible areas of adenomyosis. Representative sections of the endomyometrium in cassette "ai" through "a4". Also seen in the same container is a specimen is a tan fleshy piece measuring 4.0 cm. On sectioning, no lumen is identified. The cut surface is tan-white fleshy. (B)(6) 2009, surgical pathology report: gross description: specimen is received in formalin in multiple parts. The first part labelled "left tube and ovary" consists of a grossly identifiable fallopian tube that measures 3 cm in length and up to I cm in diameter. An intact fimbriated end is noted. The serosal surface shows purple tan discoloration. The specimen is sectioned. Rs in ai. Accompanying the specimen is a grossly identifiable ovary that measures 4 x 2 cm. This is serially sectioned at 0.5 cm intervals. Cut surface shows a hemorrhagic cyst in association with corpus luteum. Rs of the ovary in a2 along with the fallopian tube. The second part of the specimen labelled "right tube and ovary with stitch on the nodule" consists of a grossly identifiable ovary that measures 3 x 2 cm. This is contiguous to a fallopian tube that measures 4 cm in length x up to I cm in diameter. It looks grossly unremarkable. Concerning injuries reported in this case the following one/ones were confirmed in patient medical records: it confirms events as ¿irregular bleeding, cramping, spotting, small gushes of blood, right pelvic pain¿ new extracted as ¿embedded device, device physical property issue, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), embedded device ("it was gently pulled from the uterine wall"), device expulsion ("expulsion of essure device/malposition of essure device location of device:uterus") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12269696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion" and device physical property issue "upon removal it was stretched into a straight wire and did not resume its previously coiled status". The patient's past medical history included multi gravida (total number of pregnancies: 3), parity 3 (total number of live births: 3 (date of births: (B)(6) 1989, (B)(6) 1992, (B)(6) 2005)), anhydramnios (2005) in 1992, heavy periods, dysmenorrhea, failed induction of labor, breast feeding, postpartum state, laparoscopy and endometriosis ablation (in approximately 1998). She is not current smoker. Previously administered products included for an unreported indication: aleve from 2006 to 2009, citalopram, codeine and azithromycin. Past adverse reactions to the above products included chest pain with azithromycin; vomiting with codeine; and weight increased with citalopram. Concurrent conditions included uterine cervix stenosis, depression, mood disorder, smoker (smoking counseling given) and postpartum depression (never resolved x 14 months since son born). Family history included graves' disease (aunt), hypothyroidism (aunt), heart disease, unspecified (father), hypertension (mother) and bladder cancer (father). Concomitant products included estradiol since 2009, ibuprofen (motrin) since 2006, naproxen sodium (aleve) from 2006 to 2009 and sumatriptan since 2006. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 5 months 14 days after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("migraines / headaches") and migraine ("migraines / headaches"). In 2007, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and neuralgia ("nerve pain"). The patient was treated with surgery (hysteroscopy and removal of the micro inserts,the left laparoscopically, the right trans cervically). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, bladder disorder, dyspareunia, urinary tract disorder, dysmenorrhoea, fatigue, headache, migraine, cystitis and neuralgia had resolved and the embedded device outcome was unknown. The reporter provided no causality assessment for embedded device with essure (ess205). The reporter considered bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, migraine, neuralgia and urinary tract disorder to be related to essure (ess205). The reporter commented: she did not claimed essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Condoms 2001 to 2005 birth control. Right microinsert with 3 coils, left with 7 coils. She did not had complications or problems that occurred at the time of her essure placement procedure. The left microinsert was properly positioned and the left tube was obstructed. The right microinsert was not located as expected and the right tube was patent. The proximal tubal tissue and cornual tissue were excised and removed from the abdomen. There was disruption of the endometrium and it was difficult to identify the ostium again. However, no metal fragments were identified and it was presumed that the entire micro insert had been removed. It is reported in medical records na oophorectomy and salpingectomy in 2009 due to ovarian cyst. Diagnostic results: (B)(6) 2006, hysterosalpingogram: impression: the left essure micro implant is in satisfactory location with tubal occlusion. (B)(6) 2006:hysterosalpingogram: unilateral occlusion (left tube occluded), perforation (fallopian tube) the right essure had fallen out of the fallopian tube and was sitting in her uterus. Her menses began in early (B)(6) 2006. The uterus sounded to 8 cm anteriorly. (B)(6) 2009, surgical pathology report: gross description designated "uterus" is a specimen of cut-into uterus weighing 75 gm. It measures 6.5 x 6.5 x 1.5 cm. It is cut-into anteriorly and the fundal area. On complete bivalving, the uterine cavity (only partially identified anteriorly) is somewhat atrophic and the myometrium is 2.0 cm. On serial sectioning, the endomyometrium is unremarkable showing possible areas of adenomyosis. Representative sections of the endomyometrium in cassette "ai" through "a4". Also seen in the same container is a specimen is a tan fleshy piece measuring 4.0 cm. On sectioning, no lumen is identified. The cut surface is tan-white fleshy. (B)(6) 2009, surgical pathology report: gross description: specimen is received in formalin in multiple parts. The first part labelled "left tube and ovary" consists of a grossly identifiable fallopian tube that measures 3 cm in length and up to I cm in diameter. An intact fimbriated end is noted. The serosal surface shows purple tan discoloration. The specimen is sectioned. Rs in ai. Accompanying the specimen is a grossly identifiable ovary that measures 4 x 2 cm. This is serially sectioned at 0.5 cm intervals. Cut surface shows a hemorrhagic cyst in association with corpus luteum. Rs of the ovary in a2 along with the fallopian tube. The second part of the specimen labelled "right tube and ovary with stitch on the nodule" consists of a grossly identifiable ovary that measures 3 x 2 cm. This is contiguous to a fallopian tube that measures 4 cm in length x up to I cm in diameter. It looks grossly unremarkable. Concerning injuries reported in this case the following one/ones were confirmed in patient medical records: it confirms events as ¿irregular bleeding, cramping, spotting, small gushes of blood, right pelvic pain¿ new extracted as ¿embedded device, device physical property issue, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 6-feb-2018: pfs and medical records received: reporters details added. Aka names added. Case medically confirmed. Lot number added. Event upon removal it was stretched into a straight wire and did not resume its previously coiled status, it was gently pulled from the uterine wall, nerve pain, bladder infection, migraine, headaches, fatigue, partial expulsion of essure micro-insert, dysmenorrhea (cramping), urinary discomfort, dyspareunia, bladder problems, abdomen pain, fallopian tube perforation, lode. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Reporters were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.